Manufacturer narrative:
Patient weight was not provided for reporting. Additional device product code: hrs, kwq. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, patient underwent implant procedure for lower leg fracture. Patient was treated with angle-stable plate, distal tibia and one-third tubular plate, left. On (B)(6) 2016, patient underwent planned removal surgery. During the removal surgery, plate and screws from the fibula were removed without any issue. However, it was not possible to remove the screws with the screwdriver from the plate that was used in the tibia. For this, surgery was takeover by head doctor. First, the distal portion of the plate was presented extensively. It was then nevertheless necessary to hold the vena saphena magna between two over-holt clamps, to separate and to ligate them. Now also the main incision in the area of the cranial portion up to the plate. Free preparation of all screws; these also could not be loosened using the screwdriver. In the course of things, from the cranial to the distal, screw heads were first drilled successively, then the screws were drilled out circumferentially with a retriever and the screws were hidden either by pliers, screwdriver, or by drilling. For this reason, at the screw removal site, there were respectively over-boring defects, which in the further course of things were filled by endobone, as well as, in the distal portion, by bone fluid. Because of the drilled screw head, the sharp edges of the screws reached over the bone level. A straightening was not possible. Because of this, decision was made about the complete removal of the screw portions. An instability could not be established intraoperatively. Patient outcome was reported as stable. Concomitant devices reported: ti one-third tubular plate with collar 12 holes/145mm (part# 441.420, lot# unknown, quantity 1); screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) 3.5mm ti cortex screw 18mm. This is report 12 of 14 for (B)(4).

Event description:
On (B)(6), 2014, the patient initially underwent a mini-open reduction and internal fixation (orif) of the left tibia and orif of the distal fibula due to dislocated distal lower leg multiple fragment fracture, left. The patient was treated with angle-stable plate, distal tibia and one-third tubular plate, left.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.